Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Please see attached photo showing crack in the clamp. Email from register nurse received september 1, 2016: "believe the damage was discovered in spd. There was no report from the or of the instrument being broken during a case. I would assume the damage happened the procedure before. I am not sure when this was. No patient injuries have been reported".

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. In an image provided by the customer, rust can be seen surrounding the crack on the clamp. The likely root cause of the damage is rusting, which would weaken the clamp in that location. Although applied medical's stealth clamps are re-usable, the lifespan of the device is dependent on the storage, cleaning and usage conditions. The instructions for use (IFU) states, "handle with care. Product should be stored in a clean, cool, dry area away from chemical fumes." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.